Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15471. It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's pacemaker, episodes of oversensing noise was observed. The physician suspected that the noise was primarily caused by the patient's atrial lead due to a potential partial fracture or insulation breach but also suspects the device as well. The pacemaker and lead were explanted and replaced. No adverse patient consequences were reported.

Manufacturer narrative:
Additional information: the reported event of lead fracture was not confirmed but sensing noise and insulation abrasion was confirmed. External insulation abrasion was noted at 17.1 - 17.2 cm and 19.1 - 19.3 cm from the connector pin consistent with friction to device can. The outer coil was exposed at these locations. This is consistent with the observation from the field of noise.